Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic same day presented with no growth and a white blood cell (wbc) count of 134/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Though the exact cause was unknown, it was confirmed the patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin for three weeks and ip ceftazidime for three weeks (dosages and frequencies for both medications unknown). The patient has recovered and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this infection was not caused by a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. Though peritoneal effluent fluid cultures presented no growth, an initial elevated wbc count and responsiveness to antibiotic therapy is evidence of a peritonitis infection, potentially from a gram-positive organism. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic same day presented with no growth and a white blood cell (wbc) count of 134/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Though the exact cause was unknown, it was confirmed the patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin for three weeks and ip ceftazidime for three weeks (dosages and frequencies for both medications unknown). The patient has recovered and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.